Event description:
It was reported that the patient received shocks from the device due to the abrupt onset of sinus tachycardia. This quick onset prevented the device from detecting the sinus tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.